Manufacturer narrative:
H10: h3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The depth limiter button was not in the default position. No suture or anchors were included. The deployment needle was in the t2 position. The needle overmold assembly was bent slightly horizontally. A functional evaluation was conducted. The deployment needle had a moderate amount of friction as the deployment slider was cycled. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately.

Event description:
It was reported that during a knee arthroscopy the surgeon found that after t1 deployed t2 anchor cannot be deployed. Another fast-fix was opened and was implanted successfully, there was no significant delay and t1 was removed from the patient. There were no further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.